Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient in (B)(6) 2009. The surgery was performed without complications. According to the complainant, the patient experienced extreme pain, erosion of her internal bodily tissue and dyspareunia. All other information, including the patient's current condition, is unknown and reportedly unavailable.